Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that catheter entrapment encountered. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified obtuse marginal (om) branch and the distal left circumflex (lcx) artery. Two non-bsc guide catheters were advanced but failed to engage the left coronary artery. Another non-bsc guide catheter was then advanced and was able to engage the vessel and a non-bsc guide wire crossed the lcx and another non-bsc guide wire crossed the om branch. Intravascular ultrasound (ivus) was performed and a 2.25 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the proximal part of the lesion. While removing the device, the middle part of the stent became stuck in the edge of the guiding catheter and was unable to be removed. Subsequently, the system was removed from the patient as one unit. After that, pre-dilatation was performed with a 2.5x15 non-bsc balloon and a 2.5x20 and 3.0x16 synergy stents were deployed and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis in the lumen of a 6fr terumo guide catheter with a guidewire in the wire lumen. There were several stent struts throughout the stent that were bent, overlapping and lifted. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found the hypotube was separated 205mm from the strain relief. The proximal end of the hypotube and manifold was not received for analysis. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment encountered. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified obtuse marginal (om) branch and the distal left circumflex (lcx) artery. Two non-bsc guide catheters were advanced but failed to engage the left coronary artery. Another non-bsc guide catheter was then advanced and was able to engage the vessel and a non-bsc guide wire crossed the lcx and another non-bsc guide wire crossed the om branch. Intravascular ultrasound (ivus) was performed and a 2.25 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the proximal part of the lesion. While removing the device, the middle part of the stent became stuck in the edge of the guiding catheter and was unable to be removed. Subsequently, the system was removed from the patient as one unit. After that, pre-dilatation was performed with a 2.5x15 non-bsc balloon and a 2.5x20 and 3.0x16 synergy stents were deployed and the procedure was completed. No patient complications were reported and the patient's status was good.